Event description:
It was reported the output is low. The device was returned for repair. There was no patient involvement indicated.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: analysis could not confirm the reported event. Analysis found the main clear cover is missing. Upper case, one side bail cover, and ring cover are contaminated. The lower case is broke and contaminated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.